Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion of the right cylinder in the distal portion of the urethra, and the cylinder was visibly extruding the glans of the penis. A surgical procedure was performed to remove the ipp. A full washout was performed, the patient was remeasured, and a malleable cylinder was inserted on patient's left corporal body only. No additional patient complications were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field h6: device codes. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion of the right cylinder in the distal portion of the urethra, and the cylinder was visibly extruding the glans of the penis. Additionally, the patient developed an infection. A surgical procedure was performed to remove the ipp. A full washout was performed, the patient was remeasured, and a malleable cylinder was inserted on patient's left corporal body only as placeholder. Several months later, the tactra was removed and replaced with a single cylinder ipp to optimize rigidity. No additional patient complications were reported.